Event description:
A healthcare professional reported that during an intraocular lens (iol) lens got stuck in the cartridge and could not be implanted. Additional information was requested. There are three medical device reports associated with this complaint. This report is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was added in d.4. Product UDI has been updated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.